Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 340 mg/dl. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. At the hospital, the patient was placed on an intravenous therapy of fluids, gave a manual injection of insulin and vitals were checked. The patient was released a few hours later. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.